Event description:
It was reported that this right atrial (ra) lead exhibited multiple excursions of pacing impedances measurements greater than 3000 ohms, which was high out of range, along with loss of capture (loc) and high pacing thresholds up to 6 volts. This lead was surgically abandoned and replaced with a new ra lead. No additional adverse patient effects were reported.